Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. In addition, multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 380 mg/dl.